Event description:
Reporter alleged discrepant blood glucose results of 92mg/dl back to back with a result of 248mg/dl when testing was performed 10 minutes apart on the voicemate vsr w/ chek vial-advantage system. The location of the comparison was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Voicemate vsr w/chek vial - advantage system: voicemate vsr, meter, and with comfort curve test strip lot 549421 with an expiration date of 01-31-2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.